Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead did not exhibit normal parameters. The brady pacing rate was not as expected. The physician tried placing the lead in the apex and septal area however, the parameters were still abnormal. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead did not exhibit normal parameters. The brady pacing rate was not as expected. The physician tried placing the lead in the apex and septal area however, the parameters were still abnormal. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: the field indicated that this lead was sent back to the warehouse; however, it has not been returned to boston scientific. Should the device be returned, an investigation will be performed, and a supplemental report will be provided.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead did not exhibit normal parameters. The brady pacing rate was not as expected. The physician tried placing the lead in the apex and septal area however, the parameters were still abnormal. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.